Manufacturer narrative:
We are awaiting device receipt. A follow up report will be submitted once the investigation is completed. (B)(4).

Event description:
It was reported, the physician was performing a pv ablation today with a spiral hp. After using the circular catheter in the rspv and ripv, the catheter became "tangled" and could not be straightened. The physician was finally able to get the circular catheter into the sheath and out of the pt. Another spiral hp device, lot 2814273 was obtained to complete the case with no complications. The physician was concerned that a surgeon may have been needed to removed the device from la.